Manufacturer narrative:
See manufacturer¿s report #3004209178-2014-23870 for the patient¿s other device issue.

Event description:
Information received from the patient via the manufacturer's representative reported that they had an ablation procedure performed a nd had not used the ins in the 6 weeks since. The patient noted that the device was charging appropriately but a "call your doctor" screen appeared on the programmer so they could not utilize the device. It was confirmed that the patient had not completed a physician mode recharge (pmr) to trigger the call the doctor message. Additional information received on aug. 4, 2016 from the manufacturer's representative confirmed that the patient had radio frequency (rf) ablation for their back on (B)(6) 2016. The patient had charged the ins prior to the rf ablation but now it was indicated that it was discharged with a power-on-reset (por) seen. The stimulation was off when the ablation was performed. It was confirmed patient had never performed a pmr. When the ins was interrogated with the clinician programmer and the impedances were checked, a por (with an error code of 408) with a parity error and low voltage code were seen. The patient was to follow up with their healthcare professional (hcp). The indications for use for the implanted device were noted as spinal pain and failed back surgery syndrome.

Event description:
Additional information received from a manufacturer's representative reported the error code was cleared.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.